Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During the repair of the device by a philips field service engineer (fse) it was noted that the during the operational check the device failed the defib test. There was no patient involvement. The therapy pca was returned to the failure analysis lab for evaluation. The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, the reported issue could not be duplicated.

Event description:
During the repair of the device by a philips field service engineer (fse) it was noted that the during the operational check the device failed the defib test. There was no patient involvement.